Event description:
Stenosis of the abdominal aorta, stent placed mid infrarenal, right groin access site. Physician deployed a 14x40 protege stent in the center of the lesion which was very tight and focal. The stent migrated out of position. A second longer stent (14x60 protege) was successfully placed to treat the lesion and secure the first stent. The result was satisfactory.